Event description:
It was reported that before an unknown procedure the blade tip broke off inside the blister. Another device like device was used to start the case.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device also had bloody fluids, which along with the blade portion being scratched, is evidence that the device had been used. The complaint stated that the blade tip was broken inside the blister. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.